Manufacturer narrative:
This product is not marketed in the u.s. No similar complaints were reported for units within the same lot. Device not evaluated by manufacture because lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -0.50/+3.50/168 diopter in the patient's right eye (od) on (B)(6) 2016. The patient experienced a refractive surprise. The lens remain implanted.